Event description:
It was reported that during an implant attempt, while trying to screw the lead into the right ventricular apex, the helix did not deploy. It was noted that the helix was stuck. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst commented, the lead was returned with the helix bent and blood in the sleevehead. (B)(4).